Manufacturer narrative:
Additional information : the device was received for with the spike port cover was removed. Visual inspection was performed which observed that the top right weld areas were not sealed through the edge of the bag. Functional testing was performed and revealed a leak at the top right corner of the bag. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of year 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked "due to bag sealing problems'. There was no patient involvement. No additional information is available.